Manufacturer narrative:
Additional narrative: a product investigation was conducted. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# unk, qty# 1) was received at us cq. Upon visual inspection at cq, it is observed that the needle component of the device was broken and was not retuned. Also, the protection sleeve and body was not returned with the complaint device. No other issues were identified on the returned device. Dimensional inspection: a dimensional inspection was not performed due to the post manufacturing damage of the device. Document/specification review: since the exact manufactured date of the device was not identified, the manufactured drawing could not be reviewed therefore only the current revision of the drawing was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the needle component of the complaint device had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, it was noticed that the tip at the end of two (2) depth gauges for 2.0mm and 2.4mm screws are missing. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 2 for complaint (B)(4).